Event description:
It was reported by a patient that the pump repeatedly had an occlusion alarm on the patient side. They indicated "over a dozen" alarms within a short period. The initial reported was unable to provide additional details. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. Omit: concomitant med prod data. Additional information: manufacturer narrative. Investigation summary: the report that the pump module repeatedly had an occlusion alarm on the patient side was not confirmed during the investigation. The issue could not be further investigated or tested, as no devices were received for investigation. The customer provided a photo showing an administration set and a twist was noted. A review of the suspect device event and error logs could not be performed as no device was returned, and no logs were provided to bd for investigation testing could be performed as no devices were returned for investigation. The alaris system with guardrails suite mx v12.3.2 user manual states; failure to follow proper administration set loading instructions might lead to an instrument malfunction. Before operating the instrument, verify that the administration set is free from kinks and correctly installed. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause that the pump module repeatedly had an occlusion alarm on the patient side was not determined as no device was returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by a patient that the pump repeatedly had an occlusion alarm on the patient side. They indicated "over a dozen" alarms within a short period. The initial reported was no able to provide additional details. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.